Event description:
It was reported that the radiofrequency programmer head was non-functional. It was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the device was non-functional, it would not interrogate and failed its uplink test. The head was sent on for repair and restock. (B)(4).